Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis, requiring medical intervention to prevent permanent impairment. Device issue: no device malfunction has been reported. It was reported that the patient had a very chronically tight 95% lesion in the mid rca which was roughly 45-50 cm long. Two 3.5 x 23 mm promus stents were implanted and post-dilated with a 3.5 balloon. The patient did fine after that procedure; however, five days later, the patient came back with chest pain. The rca was completely occluded, with thrombosis in the stents all the way up to the proximal rca. Pre-dilatation was performed and additional promus stents were implanted distally in the rca and up into the mid body of the previously placed stents. Reportedly, the patient did fine, and there were no complications after that. The patient was taking plavix over the five days. The physician reported that there were no issues with any of the other medications. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The other 3.5 x 23 mm promus is being reported under the same manufacturer report number.